Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was removed secondary to a suspected infection/seroma; the catheter removal was prophylactic. No specific bacteria or other growth cultured; there was a significant amount of pus in pocket. There was no patient injury. The patient recovered without sequela. The pump was used to deliver lioresal.